Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue cap (pull ring) of a transfer set "fell off" inside the packaging. This was noticed before use of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: one actual sample was received for evaluation. A visual inspection with the naked eye noted that the pull ring cap was detached from the adaptor catheter. The reported issue was verified. The possible cause could be that during assembly the pull ring cap was not fully seated onto the patient connector and/or throughout packaging and handling the cap became completely dislodged. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.